Event description:
Customer reported getting low readings from one of their freestyle meter. They performed comparison tests using both meters and the results were 75 mg/dl and 60 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.